Event description:
A caller reported experiencing a continuous glucose monitor error. The error did not adversely affect the caller¿s blood glucose levels, and the levels reported were within the normal range. Technical support provided guidance on performing a pump reset, and the caller successfully initiated the sensor session without encountering the error again.